Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing high blood glucose level 500 mg/dl which was treated by manual injection. Customer stated that the site were leaking at the top of the quick release where the needle was being pulled out. Customer mentioned it would cause him to have blood glucose over 500 where he would went into diabetes ketoacidosis. The customer declined the high blood glucose troubleshooting. The customer reported that the infusion set was leak. The customer was using the automode. Device will not be returned for analysis.